Event description:
Caller states that the tube would not hold air after two hours of pt use. Caller could not confirm the source of the leak. Caller confirmed that the tube was pretested. A lot # was provided. Caller confirmed the extubation and recannulation of a replacement tube was required.

Manufacturer narrative:
The sample is currently in transit to the mfg site for analysis.